Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.